Manufacturer narrative:
External insulation abrasion was noted at 25.4-26.7 cm from the distal tip consistent with lead friction to another device or feature of the heart and fibrosis that formed around the ring electrode. This is consistent with the observation from the field of inadequate capture and elevated pacing lead impedance. All other damage was sustained during the surgical procedure.

Event description:
It was reported that an asymptomatic patient presented in-office for a device check. Upon interrogation, it was noted that the right atrial lead exhibited elevated pacing lead impedances and elevated capture thresholds. The lead was explanted and replaced. The patient was stable before, during and post procedure.